Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating and that the battery would not charge. The customer's blood glucose level was 134 mg/dl. The customer was able to plug the pump into a different wall outlet resolving the issue. Reportedly, the customer continued to use the pump for insulin therapy.